Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that the tracheostomy tube cuff deflates.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. The sample was submerged into a container filled with water and no leaks were observed.

Event description:
The customer reported that the tracheostomy tube cuff deflates.